Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that the arterial system was changed as planned due to a line change, the patient previously had a systolic blood pressure between 150 and 160 while on 4mg clevidipine. After changing the line, the systolic value was 110 to 120 with the same dosage. The clevidipine was paused and the patient has had stable blood pressure levels. Upon performing a non-invasive blood pressure, the systolic measured a difference of 20 mmhg. No patient injury to report.